Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the oes cystonephrofiberscope was reprocessed incorrectly. There were no reports of patient harm.

Manufacturer narrative:
Updated fields: b3, h3, h6, and h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 18 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the suggested malfunction occurred because the reprocessing deviated from the instruction manual. The instruction manual clearly states that ¿the eto cap must be attached when performing gas sterilization¿. The event can be detected/prevented by following the instructions for use which state: instructions oes cystonephrofiberscope olympus cyf-5 olympus cyf-5a chapter 6 compatible reprocessing methods and chemical agents 6.5 eto gas sterilization ¿ attach the eto cap to the endoscope connector before sterilizing. If the eto cap is not attached on the endoscope during sterilization, the vacuum created within the sterilization chamber can rupture the covering of the bending section. Olympus will continue to monitor field performance for this device.